Event description:
It was reported to philips that intermittently the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by transferring the patient to another system. A philips field service engineer (fse) visited the site and analysed the log file the analysis showed that the geo ipc experienced intermittent connection losses. The fse replaced the geo ipc and returned to philips for further analysis. The analysis confirmed the malfunction and identified the motherboard as the cause of the geo ipc failure. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.